Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping up. Review of the pump data logs by tandem technical support showed that the pump battery jumped from 20% to 45% then up to 70% while not connected to a power source. The customer's blood glucose level was 149 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.